Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed, but not performed. The patient was stable.